Event description:
A malfunction alarm occurred, identified as malf 12. No information was available regarding an impact on the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurs.